Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male pt, the device issued a "shock advised" prompt fro a heart rhythm they believe was non-shockable. The clinician did not administered the shock to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.